Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. More than (B)(4) units of chikai series have been sold so far, but no other report of fever due to allergy was received. There was no record to show anomaly from lot history record review and no other product experience report associated with this event was received from this lot; therefore, it was concluded that this event was not attributed to product quality. However, it was unable to completely rule out a possibility that the chikai black might have contributed to this event. No CAPA will be taken. Instructions for use (IFU) states: malfunction and adverse effects: allergic reaction.

Event description:
It was reported that a coil embolization of the ophthalmic artery aneurysm was performed and successfully completed without any issues. The patient had a fever after the procedure likely due to allergy. The fever had already subsided. Several devices were used in the procedure including an asahi fubuki xf guide catheter, an asahi chikai black 14 soft tip guide wire, an asahi chikai black guide wire, an asahi chikai guide wire and non-asahi devices.